Manufacturer narrative:
Most recently, fluctuations in the system remained. Isometrics were performed which could not directly recreate the change in impedance. However, when the patient raised his arms above his head and when he lowered his arms, pace impedance spiked from 500 to 1000 ohms. No noise was visible on the electrocardiogram (egm); all recorded events were appropriate. Pacing thresholds are stable and good at 0.8 at 0.5. R-waves were found to be consistently >25 millivolts. The physician elected to monitor only the system at this time, and considered the device system to be operating normally. At this time, investigation is concluded. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) in association with this transvenous right ventricular (rv) lead exhibited random fluctuations in pace impedance measurements, never exceeding 1200 ohms. At the last in-office check, the device system had checked out fine and no isometrics or other troubleshooting had been done. There was no impact on critical therapy or adverse patient symptom associated with this clinical observation.